Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Remains implanted.

Event description:
It was reported on nov 7, 2016 that a patient is to be revised on a unknown date. It was stated that the patient began to experience problems with her knee approximately one and a half years ago. It was stated that the patient's knee problems has affected her mobility and state of mind. This problem is believed to be caused by hyperextension as stated by her doctor. Tibial full block augment is the only tmt design controlled device.